Manufacturer narrative:
A review of the complaint database has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient passed away due to pancreatic cancer. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional to confirm the cause of death but no additional information was available.